Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Lee et al. "A retrospective study of complications associated with 100 consecutive maxillary sinus augmentations via the lateral window approach" the international journal of oral & maxillofacial implants (2013) 28:860-868.

Event description:
It was reported in a journal article, one patient experienced excessive bone resorption 6 months post-operatively. Possible small sinus membrane perforations during bone graft packing, sneezing, or blowing the nose at the initial stage of healing, or incomplete elevation of the sinus membrane from the medial wall of the sinus may have caused the bone loss.